Manufacturer narrative:
(B)(4). Concomitant medical product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. All available information was investigated and the reported failure to adhere or bond and clip getting caught in the chordae, appear to be related to patient morphology/pathology. Due to the patient anatomy, the grasping was difficult. Subsequently, and due to the restrictive chordae, the clip got caught in the chordae. The patient effects of mitral valve injury and unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during removal of the clip delivery system (cds), resistance was noted with the anatomy which resulted in a chordal rupture and is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted on the mitral valve leaflets and the mr was reduced to 2. The second clip delivery system (cds) was advanced to the leaflets. Multiple grasping attempts were performed. The cds was retracted into the left atrium (la) each time to reposition the clip. The posterior leaflet was not clearly seen lying on the clip arm in any of the attempts. The posterior leaflet was uncommonly long, with an unusual l-shaped morphology. There was restrictive chordae at the middle of the leaflet which caused hinge-like movement of the leaflet. At this point, the clip became stuck in sub-valvular apparatus and due to the resistance it was not possible to advance the clip further in the left ventricle, or to turn it further posterior. Different positions were attempted with the same scenario. The clip was able to be freed with some effort; however, it was noted that a chordal rupture occurred. The decision was made to discontinue the procedure. The mr remained at 4 with one clip implanted. It could not be determined when the mr increased, but was thought to be related to the chordal rupture. No additional treatment has been planned, the patient was stable and extubated. No additional information was provided.